Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's refereence number: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, both pressure transducer printed circuit boards (pcb) and expiratory channel pcb were found defective. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Our conclusion is that the parts pointed out as defective were the cause of the failure. However, the root cause to why the parts failed has not been established. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # was required. D1 - brand name - previous brand name: servo-s,- corrected brand name: servo-s base unit d4 - version or model # - previous version or model #: servo-s,- corrected version or model #: 6640440.